Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of this complaint. It was reported that the facility must have discarded the implant. Therefore, no product evaluation could be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided based on the zper, the product history records, the review of the case with the product manager and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, the surgeon might use some rotational movements to position the implant, leading to the implant "dissasembly". It was reported that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. The fact that the surgeon did not use the mobi-c level is an aggravating factor. Its use is clearly stated in the surgical technique : to verify the correct position and axial rotation about the transverse plane of the implant inserter, use the inserter level. The inserter level should be parallel to the operating room table. It is important to set the correct axial rotation before impacting the device into the disc space. Axial rotation maneuvers of the device should be avoided once the device is in the disc space. It is also clearly stated in the surgical technique to avoid lateral and rotational movements of the implant-to-peek cartridge assembly during and after insertion. Also, an incorrect position of the inferior endplate during loading on the inserter could have been performed, leading to the implant dissasembly. Root cause: user error (rotational move or incorrect loading on the inserter).

Event description:
Mobi-c p&f us: plate and insert disengaged during impaction. According to the reporter: implant was being impacted in and the lower plate and the insert disengaged from inserter. Implant was pulled out and a new implant was inserted. No impact to the patient. No delay. Additional information received from reporter on december 31st 2018: the patient is doing well. The depth stop was initially set at zero. The surgeon properly loaded the implant on inserter. According to the reporter, it didn't appear that he over threaded when loading. The disc space was under distraction. The ldr cervical distractor was used. The surgeon encountered resistance while inserting the prosthesis. He was impacting with mallet when implant separated. According to the reporter, it is possible that the prosthesis could have been inserted with an angle or a rotational move. No difference was noticed in surgical steps between the first and the second implant. No per-op images are available. The surgeon did not use the mobi-c no touch level. The surgeon used the mobi-c distraction forceps. The distraction forceps were used prior to cervical distractor. Additional information received on january 9th 2019: the facility must have discarded the implant.